Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50x48 mm synergy stent was advanced but failed to cross the lesion. Subsequently, the device was removed and it was noted that the proximal 4 struts were misplaced. The procedure was completed with a different device. The patient's status was stable.